Event description:
The patient reported over time, patient has had about four or five v-gos on which the needle retracted out of his body before the 24 hours . Patient may have bumped it on occasion, but there were other times patient is sure he did not. Patient stated the last one happened about a month ago. On some occasion's patient was able to push the needle button back in and it stayed in. Patient wears the v-go on his abdomen. The patient did not save any of these v-gos.